Event description:
It was reported that during a surgical procedure, the sternum blade and the sternum blade guard broke. It was also reported that the fragments were removed from the patient¿s body. It was further reported that there was a ten minute surgical delay; x-rays were taken to ensure no fragments were left. It was further reported that the procedure was completed successfully using an alternative sagittal handpiece saw and a sagittal blade.

Manufacturer narrative:
Device evaluation is complete.

Event description:
It was reported that during a surgical procedure, the sternum blade and the sternum blade guard broke. It was also reported that the fragments were removed from the patient¿s body. It was further reported that there was a ten minute surgical delay; x-rays were taken to ensure no fragments were left. It was further reported that the procedure was completed successfully using an alternative sagittal handpiece saw and a sagittal blade.

Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. A follow up report will be filed once the quality investigation is complete.